Manufacturer narrative:
Initial.

Event description:
It was reported that the patient observed insulin leaking from the ilet cartridge-connector interface upon removing the device, with the affected component identified as the connector/coupler and the issue characterized as a fluid leak. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed a leakage at the seal consistent with a fluid leak associated with the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.